Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Manufacturer narrative:
The correct implantation date is (B)(6) 2013; not october 31, 2013, as previously reported. This report is filed january 20, 2015.